Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: (B)(6) - 308-05-20 - distal fixation ring ha 20.5. (B)(6) - 308-09-12 - small prox body +12.5. (B)(6) - 308-15-12 - taper locking screw 12.5. (B)(6) - 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6) - 320-15-05 - eq rev locking screw. (B)(6) - 320-20-00 - eq reverse torque defining screw kit. (B)(6) - 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. (B)(6) - 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6) - 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6) - 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6) - 320-31-36 - glenosphere, 36mm. (B)(6) - 320-35-01 - small glenoid plate. (B)(6) - 320-36-00 - 36mm humeral liner +0 unconstrained. (B)(6) - 321-20-00 - equinoxe reverse shoulder drill kit. (B)(6) - asa0030 - sterile disposable containers. (B)(6) - cnl-09 - small cement cannula. (B)(6) - cnl-09 - small cement cannula. (B)(6) - 13a2101 - cemex system fast genta 70g. (B)(6) - 13a2111 - cemex system fast genta 40g. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total shoulder replacement on the right side. Subsequently, the patient experienced a dislocation. Patient was sweeping with the rue and reported hearing a "pop" with immediate onset of pain. Patient presented to emergency department, where the shoulder was reduced and placed in a sling. Patient did not have any pain post-reduction. Will follow-up in clinic. No further impact to the patient was reported. No other information is available.